Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing due to noise and suspected lead damage. During clinic follow-up, the noise could not be reproduced and no anomalies were seen on x-ray. The lead will continue to be remotely monitored, an d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.